Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mmharmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was material missing as a result.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the 8mm harmonic ace instrument was found to have the plastic part fell out from the instrument and could not be used. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument did not collide with any other instruments or other hard material during the surgical procedure. The issue was identified after using the instrument for 30 minutes. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.